Manufacturer narrative:
Block d4 (unique identifier): detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that no fluid came out from the catheter when flushing was attempted. During a pulmonary vein isolation (pvi) procedure, an intellagen tubing set and an intellanav stablepoint open-irrigated catheter were selected for use in the left atrium. During preparation, flushing was attempted outside the patient's body, but no fluid came out from the catheter. Both components were replaced to resolve the problem. The procedure was successfully completed with no patient complications. The devices were discarded and will not be returned for analysis. Note: this reported pertains to one of two devices used during the same procedure. Refer to manufacturer report # 2124215-2025-84535 for the associated device information.